Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead repositioning procedure, due to lead dislodgement, the pacemaker had water entering into the header ports at the time of connection. The device was explanted, and a new pacemaker was implanted with the repositioned leads. The explanted pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a lead repositioning procedure, due to lead dislodgement, the pacemaker had water entering into the header ports at the time of connection. The device was explanted, and a new pacemaker was implanted with the repositioned leads. The explanted pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Device passed longevity when bi-chamber ventricles pacing was enabled. Reported power is acceptable for device setting and device showed normal current drain. Pacing, sensing, shocking and recording functions of the device were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction of field: impact codes, h6. If information is provided in the future, a supplemental report will be issued. H3 other text : pending product analysis approval.

Event description:
It was reported that during a lead repositioning procedure, due to lead dislodgement, the pacemaker had water entering into the header ports at the time of connection. The device was explanted, and a new pacemaker was implanted with the repositioned leads. The explanted pacemaker has been returned for analysis. No additional adverse patient effects were reported.